Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed button error. Customer stated the device stopped working and prior to the alarm the act button was giving her issues. Customer's blood glucose was 24mmol/l. Customer was unable to troubleshoot for high blood glucose since customer was unable to maneuver through the device because the buttons did not function. Customer does not recall any significant events that may have caused the alarm to occur. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.